Manufacturer narrative:
A medtronic representative went to site to test the equipment. Representative reported that a external camera cable had a splice in cord. External camera cord and camera has been replaced. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect cable and camera has been received by manufacturer for evaluation. The returned cable has been analyzed and found that the cable jacket has been pinched at one opening exposing small amount of shield wire but no bare conductors were exposed. Cable has passed continuity test with no opens. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. The reported issue was confirmed as the returned camera powered up with amber fault light illuminated. Checking the event log revealed a hardware fault. When measuring the sensor voltage the camera had higher voltage than normal. Due to the hardware fault the accuracy test could not be performed. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Event description:
A medtronic representative reported that during a cranial resection procedure, the camera was functioning normally but while in navigate stage camera had an amber light. During troubleshooting, representative checked polaris spectra system control unit (scu), cable connections and reseated cables but could not resolve the issue. In the ndi toolbox configuration utility hardware displayed false. Connecting the external camera cable to polaris spectra system control unit (scu) did not resolve the issue but representative found that the cable was damaged. The procedure was completed without the use of navigation. There was a delay of less than 1 hour. No impact on patient outcome.